Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. An event of stroke post procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported stroke could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a large flexnav delivery system. The valve was successfully implanted at a depth of 4mm. Two hours after the procedure, the patient experienced a cerebrovascular accident (cva). A computed tomography (CT) was performed to confirm and no treatment was shared. As per (B)(6) 2025, the patient was reported improving and with return of motor function but still reporting left sided field cut in vision. The patient was inpatient at the time.